Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number k011028 and k013227.

Event description:
It was reported that the implant on tooth location 25 perforated the cortical vestibular and was removed. Delay reported due to re-implantation.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implant (tsvb10) and associated abutment were returned for investigation. The reported event occurred at tissue level and there were no allegations against the abutment. Therefore, the investigation was focused only on the implant. Visual evaluation of the as returned implant identified that it was engaged to a damaged abutment (probably due to the removal process). Additionally, there was bone residue around the external threads. Functional testing could not be performed for the reported failure/event (perforation of cortical vestibular). Measurements were not taken as the implant was still engaged to an abutment. No pre-existing conditions were noted on the per. The reported device had been placed on tooth 25 (fdi) for approximately 8 months. X-ray and picture images were not provided. Documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications, warnings & precautions (pages 1 & 4). Per the applicable IFU, improper techniques and overloading can cause patient injury and pain. DHR review for the lot (1235790) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1235790) and no similar event or complaint was found. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical conditions were non-verifiable.

Event description:
No further event information is available at the time of this report.